Event description:
It was reported to philips that the system's c-arm was unable to perform rotations.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and reviewed the system logfiles, which showed an enmv high error, the system prevented the control module from becoming active to avoid unintended movement. Upon troubleshooting actions, the fse identified an issue with geometry control module. To resolve the issue, the fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.